Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample of an endobronchial tube was received for investigation. Visual inspection found no defects. The stylet was removed, and inflation / deflation tests were performed. The cuffs were inflated and deflated without issues. The stylet was re-inserted, the cuff was again inflated and both cuffs functioned as intended. The customer reported malfunction was not verified.

Event description:
It was reported that during prior to use testing, the endobronchial tube cuff was unable to be completely deflated. There was no patient involvement. There is no report of death or serious injury associated with this event.